Event description:
An incident occurred while performing a right ventricle biopsy involving a pinnacle sheath. While attempting to gain access via the right jugular, the wire from the pinnaaacle kit was advanced through an argon entry needle but met with much resistance upon advancement. The physician attempted to withdraw the wire back through the needle. Fluoroscopy revealed the wire haaad either been sliced or was unravelling on its own. The physician was concerned continued pulling on the wire might cause it to break off in the pt's jugular. Along biopsy sheath was placed through the femoraal venous site aaand forceps were used to remoove the wire. The procedure was completed wiwthout ffurther incident via this femoral approach and the pt did not experience any sequelae as a result.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.